Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump functioned properly, but the screen protector was peeling, and the user questioned whether the pump was refurbished; the user was informed that only new pumps are provided. Symptoms included no changes in blood glucose. Outcomes included no alerts, alarms, hospital visit, or clinical impact. Investigation included complaint intake and product use review. Investigation of this case revealed a cosmetic issue involving the display screen protector, with no functional device problem identified. It was concluded, based on previously established findings for similar reports, that the cause was attributed to product design or normal wear of the screen protector without impact to pump performance.